Event description:
Outpatient was ambulatory, alert, and cognizant. Escorted by technologist to the scanning area. Patient and technologist (approx 18-24 inches apart) on the same side of the bed, bed at lowest level (24 inches from floor), patient turned to sit on bed, was asked to place head towards gantry. Patient turned legs to comply and slid off edge, fell to the floor in an upright, sitting position. The scanning bed design has a fixed, curved edge, composed of plastic type material that is 8 inches wide and slopes towards the floor.